Event description:
Received info stating customer's pump decreased from 20% power to 1% in a period of 1 hour and 40 minutes instead of the usual 5% decrease, then shutdown. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device was returned for eval; however, device eval is not yet complete. A f/u MDR will be submitted.